Event description:
It was reported that (4) devices were used during a total colectomy. It was reportd by the rep that the surgeon attempted to fire a tct75 instrument and the knob would not advance. The scrub nurse reloaded the stapler with a new reload cartridge and again the stapler would not fire. A second tct75 was brought into the room and this stapler also would not fire. This second stapler was also reloaded with a new cartridge and this did not change the situation. Both devices were of diferent lot numbers. Another tct75 instrument was used to complete the case. There was no consequence to the pt.